Event description:
It was reported that during use of implantable pulse generator (ipg), after a recent software upgrade, sudden drop of longevity occurred. The ipg remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.